Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2012, product type: extension. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(4), ubd: 20-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) on regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2019, the patient had an ins replacement. During the surgery, the physician had a hard time pulling the extension out of the ins; the physician really had to work to get it out. Once the extension was removed, the physician noticed a small wire sticking up between the 4th and 5th electrode on the extension. The cause of the difficult removal of the extension from the old ins and the small wire sticking up was unknown but the rep noted that maybe the screw was not loosened enough. When the physician went to put the extension into the new ins, they had to push it in as best as they could and "kicked it down." Impedances were "out" on electrodes 12-16 and not all of the electrodes went into the ins. In post-op, the rep was able to get good coverage with the working electrodes; the patient was satisfied with the coverage. Issue was resolved. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6), 2019. They confirmed that they discussed and confirmed the following information with the physician. The reported the ins was replaced due to end of life of the ins. The ins had reached the end replacement indicator (eri). The ins will not be returned for analysis. They confirmed that the "wire" that was sticking up between the 4th and 5th electrodes of the ins port and therefore was part of the extension. The provided a correction to their original report of which they stated the physician "kicked it down", referring to the extension. They confirmed that was a typo and they meant to report that it was "clicked down", meaning they pushed the extension as far into the battery channel as possible and locked it down with the torque wrench. No further complications were reported or anticipated.